Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified anastomosis vessel. A 5.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.